Event description:
It was reported by service report that the siderail panels, footboard modules, and siderail arm covers were damaged with sharp edges exposed. It is unk if there was any pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged siderail arm covers with exposed sharp edges. Damaged/cracked siderail panels with sharp edges exposed. Damaged footboard hinge plate. Damaged footboard modules.